Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had beep anomaly. The customer's blood glucose level was unknown. The insulin pump was set to vibrate mode but it was still beeping. The customer was advised that the insulin pump needed to be replaced. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
The insulin pump passed the self test and the displacement test. The audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. Enabled the audio options vibrate only mode. The pump alerted only vibrated during insulin pump alerts while operating (i.e. Bolus not delivered, suspend delivery, etc...). The audio and vibrate functions properly. No audio or vibrate anomalies noted during testing.